Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). The patient receives humalog insulin treatment three times per day based on the following sliding scale: 151 mg/dl to 200 mg/dl = 1 unit. 201 mg/dl to 250 mg/dl = 2 units. 251 mg/dl to 300 mg/dl = 3 units. 301 mg/dl to 351 mg/dl = 4 units. 351 mg/dl to 400 mg/dl = 5 units. 400 mg/dl or over = 6 units and the doctor is to be contacted. The patient normally takes 1 500 mg. Pill of metformin every day after 8:00 p.m. On (B)(6) 2018, the following measurements were performed on meter serial number (B)(4): at 6:52 a.m., the result was 137 mg/dl. The patient was not treated with humalog based on the sliding scale. At 12:01 p.m., the result was 151 mg/dl. The patient was treated with 1 unit of humalog based on the sliding scale. At 4:38 p.m., the result was 153 mg/dl. The patient was treated with 1 unit of humalog based on the sliding scale. At 8:13 p.m., the result was 142 mg/dl. The patient took 1 500 mg. Dose of metformin as usual. On the morning of (B)(6) 2018, measurements were performed on the patient using a second accu-chek inform ii meter with unknown serial number. The measurement values could not be provided by the customer. On (B)(6) 2018, the following measurements were then performed on meter serial number (B)(4): at 4:52 p.m., the result was 142 mg/dl. The patient was treated with 1 unit of humalog based on the sliding scale. At 8:07 p.m., the result was 349 mg/dl. At 8:10 p.m., the result was 518 mg/dl. On (B)(6) 2018, the following measurements were performed on the second meter: at 8:13 p.m., the result was 207 mg/dl. At 8:15 p.m., the result was 162 mg/dl. The patient took 1 500 mg. Dose of metformin as usual. The 162 mg/dl value was believed to be accurate. On (B)(6) 2018 at 6:48 a.m., the patient was tested with the second meter and the result was 170 mg/dl. No adverse events were alleged to have occurred with the patient. There were no modifications to the patient's medication based on the meter results. There were no changes in food or drink consumed by the patient prior to the event. Controls were tested on both meters within 24 hours of the event and passed. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.